Event description:
About 2 weeks after placement, when rn went to flush, there was resistance so rn tried harder and felt a "pop". A contrast study showed the catheter to have a leak proximal to the tip.